Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, medications were not in formulary the customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not in formulary. A technical support specialist guided the user through selecting the correct facility and using the search and filter tools to locate devices and pockets effectively to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.